Event description:
Healthcare professional reported via national breast implant registry a right side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported via national breast implant registry a right side "deflation". Device has been explanted and replaced.